Event description:
The pump was reported to turn on and off by itself while sitting in the bio-med shop. The pump was not pumping at the time and there was no reports of this occurring while on a pt. No patient incident reported.